Manufacturer narrative:
Updated data: b3. Event date is not known. Month and year valid. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced dyspnea and a few months later, an echocardiogram was performed and revealed stenosis of the transcatheter valve along with a mean pressure gradient of 45 mmhg. Additionally, mild central regurgitation was identified. It was noted that a post-implant balloon dilation was not performed during the initial valve implant procedure.

Manufacturer narrative:
Image review: a case report dated 1/21/2026 from imaging services was provided. No dicom imaging is available. The evolut implant appears under-expanded, with calcification present outside the transcatheter aortic valve (tav) frame near the non-coronary cusp. Additional calcification is noted on all bioprosthetic leaflets inside the tav, as well as protruding calcification above the level of the left coronary artery, which may contribute to stenosis and a high-pressure gradient. Implant depth measures approximately 3.0 mm beneath the right coronary cusp and 4.0 mm beneath the left coronary cusp. Corrected data: b5. Second paragraph updated updated data: d6a. Implant date unknown. Year valid. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified time following the implant of a transcatheter valve, valve failure due to degeneration occurred. A redo transcatheter aortic valve replacement procedure was planned. Additional information was received that the patient experienced dyspnea approximately six and a half years after the valve was implanted, and a few months later, an echocardiogram was performed and revealed stenosis of the transcatheter valve along with a mean pressure gradient of 45 mmhg. Additionally, mild central regurgitation was identified. It was noted that a post-implant balloon dilation was not performed during the initial valve implant procedure and the patient was not low risk.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the initial valve was implanted within the native anatomy, and per the physician, it was a high risk patient.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified time following the implant of a transcatheter valve, valve failure due to degeneration was reported. A redo transcatheter aortic valve replacement procedure was planned.